Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Blood glucose was not impacted. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
Device not returned.